Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned coronary treatment was completed using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up due to load imbalance fault on single phase ups in m cabinet. Analysis of system log file showed errors related to reported issue. Upon troubleshooting, fse found that the issue was due to malfunction in single phase ups controller along with the battery failure. Fse replaced the ups 1phase data integrity controller and battery and returned to philips for further analysis. The analysis of ups 1phase data integrity controller confirmed the malfunction and identified electronic defect due to burned circuit board components. But the cause of the ups 1phase data integrity battery failure could not be conclusively determined by the supplier's part analysis. Following the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion system was not turning on. The device was inside of clinical use at the time of the reported event, no harm was reported to philips. As per the field service engineer, the single-phase ups in m cabinet was faulty. The field service engineer inspected the system onsite and after the replacement of ups controller and battery, the device was returned to use in good working order.